Event description:
Per the clinic, the patient experienced swelling at implant site. The device was explanted (specific date not reported). The patient was reimplanted with another cochlear device. Additional information has been requested but has not been made available as of the date of this report.